Event description:
The customer reported to olympus that when the staff installed the oer-5 endoscope re-processor cleaning tube in the morning, they noticed that the cleaning tanks auxiliary water supply connector was damaged. The device was not used during the damage. Reprocessing was completed using other equipment.

Manufacturer narrative:
Repairs were carried out on december 19, 2023. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the customer could not reprocess the device due to a torn connecting tube. The specific cause of the torn connecting tube was attributed to physical stress. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿before using the equipment, always check that there is no irregularity regarding the following points on the connecting tubes and leak test air tube. All tubes should be free of cracks, breaks, fissures, scratches, or stains. There should be no cracks in the lock levers of connecting tube connectors. There should be no bends or breaks in the pin of connecting tube connector. The tube should not be easy to disconnect once connected.¿ olympus will continue to monitor field performance for this device.